Event description:
Event description guidant received information that the patient with this implantable cardiac resynchronization therapy defibrillator (crt-d) experienced lightheadedness on two occasions, when reaching for a book and when getting out of his chair. This patient is 100% pacemaker dependant, with no intrinsic r waves. Pacing inhibition is suspected. However, there were no episodes associated with the symptoms, and no electrograms demonstrating noise. Attempts were made to reproduce noise by replicating the motions, but these were unsuccessful. All lead measurements remain stable.